Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, a review of the alarm log, a service history review, and functional testing were performed. The f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be an inoperative battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.